Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having issues with cannulas bending and insulin not being delivered, but the insulin pump did not alert him with a no delivery alarm. The customer declined troubleshooting. The customer stated he had already talked to representatives about the issue and had gone through testing. The customer's blood glucose level was unknown. The device will not return for analysis.